Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a consumer regarding a patient whose pump was used to deliver an unknown drug. The indication for use was malignant pain. On (B)(6) 2016, it was reported that the patient's pump had never worked correctly and the patient went back twice for surgery to correct it. Further follow up was done to determine drug information, the patient's medical history, event date, if the patient experienced any symptoms related to the pump issue, cause of the issue, if troubleshooting was done, and if any actions/interventions occurred.